Event description:
While using a byte night aligners, patient reported that their aligner keeps cutting their tongue. The are trying to file down the aligners. Lower aligner has a poor fit which could be contributing to the aligner cutting issue. Requesting additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.